Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message during receipt inspection. The diagnostic procedure was completed using a similar scope. In addition, the surface of the bending section cover adhesive was uneven and the image had static noise (horizontal line noise). There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e315 error message was displayed due to corrosion of the plug unit. Also, evaluation found the light guide lens was broken, the adhesive part of the bending section cover was broken, the suction cylinder was deformed, switch #2 was creased, the universal cord was crumpled, the scope cover was deformed, and the control part and scope cover unit had corrosion due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.